Event description:
Medline temperature sensing foleys not secure or working well. Temp sensing probes in new product are easily knocked loose and falls out and continuous core temperature monitoring unable to be easily be performed in critically ill patients. Patient reached his cord and probe easily fell out unintentionally and cable was snapped. Defective equipment removed from patient use; but unable to monitor continuous temperature.